Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. However, the insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind and damage. Customer's blood glucose at time of incident was 145 mg/dl. The customer stated they are receiving a compromised force sensor alarm. Customer stated that pump was dropped or bumped a month ago. Customer doesn't want to finish troubleshooting. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.